Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted. The intra-aortic balloon pump (iabp) alarmed for helium loss. The rn reported no blood in the gas tubing, and no obvious loose connections. A leak test was done and the leak test failed. Therefore, the iabp was successfully replaced for another. Patient condition reported as fine. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is not able to be confirmed. The biomed checked the pump and no leaks were noted within the pump. The pump was returned to service. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted. The intra-aortic balloon pump (iabp) alarmed for helium loss. The rn reported no blood in the gas tubing, and no obvious loose connections. A leak test was done and the leak test failed. Therefore, the iabp was successfully replaced for another. Patient condition reported as fine. There was no report of patient injury or consequence.